Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2017, dtma1qq ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that there is two sets of setscrew marks on the is-1 pin and both are too proximal - lead was not fully inserted into the device. Outer insulation is cut at 22.8 cm due to explant damage. Proximal conductor is stretched at various locations. If information is provided in the future, a supplemental report will be issued.